Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blow glucose (bg) levels reaching 42 mg/dl. Reportedly, low bg's are due to physical activity while the customer is at work. Customer stabilize blood glucose level with glucose tablets. Customer's health care professional recommended pump settings adjustments.